Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Consumer reported that the pen needle was stuck inside of the insulin pen. He stated that he is having difficulty removing it. Consumer also reported that he was stuck by the patient end needle while removing it from the pen. I advised consumer on overtightening and how to remove the needle. He was able to remove it while on the phone. Consumer does not re-use and stated that he removes the needle after each injection. Consumer get needles from va, no replacement unless requested. Lot #: 3255149. Catalog #: 320109. Date of event: unknown. Samples: discarded.